Event description:
It was reported to tosoh that a pt was tested for cntl at 10 am on 8/30 the result was 3.98. This result was reported. Later that same day at 4pm, 6 hrs later, the pt was re-drawn and the result was now <0.06. The lab then went and got the original 10 am pt sample and re-ran it. The result was now <0.06 on the repeat. This pt also had a mb run at 10 am on the same sample and the result was 5.2. The 4 pm sample had a mb run and the result was 2.3. No pt injury reported.